Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the system froze during a surgical procedure. The system was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The host module was replaced. The system was then tested and met all product specifications. The system was manufactured on december 5, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host module. The manufacturer internal reference number is: (B)(4).